Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional was discovered to be broken after sterilization.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the returned tibial articular surface provisional (tasp) confirms post feature has fractured off and the main surface in half, all pcs returned. The device was manufactured in may of 2013 and had an approximate field life of three (3) years and three (3) months with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasps were fractured. The likely condition of the parts when they left zb control is considered conforming based on the products' field age and the DHR reviews.